Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient was treated for a high blood glucose (bg) of 17.7 mmol/l with an unspecified level of ketones associated with an alleged loss of prime issue. It was also reported that the patient had diarrhea before this event occurred. Reportedly, the patient resumed with the same pump, remained on the pump and was treated by a healthcare provider. The patient also received emergency medical services (ems) treatment and received intravenous (IV) fluids. During troubleshooting with customer technical support (cts), it was revealed that the patient was over/under cycling the cartridge and used cartridges longer than 2-3 days therefore the patient did not follow the instructions for use of the cartridge. It was also revealed that the loss of prime occurred 1 time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.